Manufacturer narrative:
Concomitant medical products: product ID: 97755. Serial# (B)(4). Product type: recharger. Product ID: 97745. Serial# (B)(4). Product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the pt said when they were charging their implant yesterday, they got an error message that said to call medtronic. Initially, pt did not recall what the message said and they were not seeing it now. Pt said they took the battery pack out and put it back in the controller. On the call, pt connected recharger to controller to see if the message would appear, but pt reported the controller was working. Pt thought the error was a system problem message. Directed pt to continue monitoring charging and to call back if error message appears again. Pt called back stating system problem rm03 displayed again while attempting to charge their ins. Pt stated they cannot charge at all and are in pain due to being unable to use their therapy.